Manufacturer narrative:
The device has not been returned for analysis. Based on the reported information, the report of separation could not be confirmed. In this event use context possibly contributed to the reported event as the device was used for more than two flow restoration recoveries. However, the cause could not be determined. Hemorrhage is a known inherent risk of mechanical thrombectomy procedure and is documented in the solitaire instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Per the device's instructions for use (IFU): ¿do not use each solitaire fr revascularization device for more than two flow restoration recoveries.

Event description:
Medtronic received the following report through literature review of ¿unwanted detachment of the solitaire device during mechanical thrombectomy in acute ischemic stroke¿. J neurointerv surg. 2016 jan 27. Pii: neurintsurg-2015-012156. Doi: 10.1136/neurintsurg-2015-012156. [Epub ahead of print] the solitaire fr was used to treat a terminal internal carotid artery occlusion. The admission nihss was 22. Three device passes were made within the middle cerebral artery and 2 passes within the anterior cerebral artery. The stent device was reported to have separated proximal to the proximal marker. The stent device was removed with a snare device. Mrs at 90 days was 6 (death). Detachment was associated with a lower frequency of complete recanalization, higher rate of sich at 24 h, poorer outcome, and higher mortality rate at 90 days. Mortality was device detachment-related in a patient who developed a large infarction in the territory of a permanent occluded artery by the stent bringing the thrombus inside. In cases with device separation the following details were reported: successful recanalization was achieved in 3 patients. Two patients experienced additional complications of hemodynamic complications requiring treatment (hypotension, hypertension, bradycardia). Two patients did experience neurological worsening at 24 hours. 2 patients also experienced symptomatic intracranial hemorrhages. One patient was reported to have passes by the 72 hour from brainstem large infarction. At 7 days post intervention, 2 patients has also expired. By 90 days a total of 3 patients had also expired.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
MDR related event numbers: (B)(4) / 2029214-2017-00073; (B)(4) / 2029214-2017-00117. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated with patient age and gender.